Event description:
It was reported that the pt was having a battery replacement due to possible end-of-service. Pt's seizures were also slightly worse. In the or, the surgeon visually noticed that the lead's tubing seems to have completely disintegrated along the wire. Pt was re-implanted with a new generator and diagnostics results showed everything working within normal limits. Pt's leads are not explanted at the moment. Good faith attempts to obtain additional info and explanted product back for product analysis has been unsuccessful. The cause of increase in seizures is unk at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.